Event description:
It was reported that no reflow and patient death occurred. The target lesion was located in the left anterior descending artery (lad). A 1.25mm rotalink¿ plus were used to treat the target lesion. During the procedure, patient's lad was rotablated successfully, however it was noted that reflow could not be established in the artery. It was also noted that after 45 minutes of CPR, the patient died. The no reflow was thought to be caused by an issue with the patient's left ventricular function and not by an issue with the device.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).